Event description:
It was reported that the drain broke off in the patient's knee. The patient underwent a total left knee replacement procedure on (B) (6) 2010. The drain was removed on (B) (6) 2010. The removal was noted as difficult. The break occurred during removal. It is unknown whether the drain was removed slowly or rapidly. The patient was discharged home on (B) (6) 2010. During an outpatient visit on (B) (6) 2010, an x-ray was performed and a piece of the drain was noted to have been left inside the patient's knee. The patient was sent to the hospital for removal of the foreign body on (B) (6) 2010. Staples were removed from the wound and the wound was reopened. The surgeon noted that a suture was found in the tip of the drain. A small opening was made into the joint medially. The drain was palpitated, grasped and removed. The break was approximately 4 cm from the tip of the drain. The patient went home the same day. The user facility indicated that the patient is doing well.

Manufacturer narrative:
A DHR review could not be performed as no lot number was provided. One partial drain was returned. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. The dimensional values were found to meet specification. This drain is received from an external supplier who certifies that the component has been manufactured and inspected according to specification. As a subassembly, qa performs random visual inspections to ensure that there are no tears on drain holes and also performs a break strength test. As a finished good, qa performs random visual inspections for damaged components. The internal rejects record review for this type of wound drain did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. (B) (4). There were no manufacturing deficiencies found in the returned sample that may have caused or contributed to the reported problem. The reported event stated that a suture was found in the tip of the drain during removal. The IFU indicates to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Drains should be checked during closure for free motion to avoid the possibility of breakage. Drain removal should be done gently by hand. It should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B) (4).